Event description:
It was reported that the screen, keyboard, hinge and cord cover on the programmer were broken. The programmer was sent in for service. It was analyzed and tested out of specification. No patient complications were reported as a result of this event.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis confirmed the reported event, the display overlay, left keyboard hinge and power cord bay door tabs were broken. It was also noted that there were missing hinge plate screws, the electrocardiogram (ECG) connector was loose and the handle on the upper case was broken.